Event description:
During a daily inspection, it was reported that the device failed the user test and logged an event code that potentially indicates a critical failure in the memory. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio- control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.